Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the submission of the initial medwatch report, additional information was received indicating the patient's stoma site infection was not healed and at the end of october, patient took amoxil 500mg 1 tablet by mouth two times a day for ten days. On (B)(6) 2015, the patient visited gi physician, a diagnosis of fungal infection at the stoma site was made, and patient is using lamisil otc cream for the stoma site fungal infection.

Manufacturer narrative:
(B)(4). Subsequent to the submission of the previous medwatch report, it was noted that date received by MFR was inadvertently omitted in the initial medwatch report. Corrected data can be found in date received by MFR.

Manufacturer narrative:
(B)(4). A return sample evaluation was not performed because tubing remains implanted. Batch record review was performed for the lot# provided. All parameters were within specification including sterilization criteria. No non-conformances or deviations were identified. Nothing was identified in the batch record review which could lead to the condition identified. Stomatitis is a known complication of a peg tube placement. The abbvie peg and j risk management report documents stoma infections as a risk, indicating that the risks have been reduced as low as possible through product design and placement procedure, and the benefits of the duopa system outweigh the risks of stoma infection. The report also cites a literature reference indicating typical peristomal site infection rates. ¿peristomal site infection is the most commonly reported complication of peg and is seen in as many as 30% of cases. More than 70% of these infections are minor, with fewer than 1.6% requiring aggressive medical or surgical treatment.¿ the rate of complaints for stoma infections with abbvie peg tubes is well below the rates cited in literature. Itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the society of interventional radiology and american gastroenterological association (aga) institute, with endorsement by canadian interventional radiological association (cira) and cardiovascular and interventional radiological society of europe (cirse). Gastroenterology. 2011;141(2):742-65. Abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient reported stoma site issues. The patient reported that he has had continued irritation at the stoma site since insertion. The peg-j insertion procedure was performed on (B)(6) 2015 and duopa therapy was started on (B)(6) 2015. He is currently finishing a course of keflex antibiotic, and is also using desitin and zinc preparations at the instruction of his gastroenterologist and neurologist. He reported that the stoma site continues to have granulation.